Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital. However, the pd culture results were not available. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). On (B)(6) 2025, the patient was discharged to a rehabilitation facility that does not perform pd therapy. As a result, the patient was switched to back up hemodialysis. The nurse stated the patient was placed on hospice while in rehabilitation for failure to thrive. The patient subsequently expired (date unknown). The pd nurse confirmed the death did not occur during a dialysis treatment and was not related in any way to fresenius product. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital. However, the pd culture results were not available. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). On (B)(6) 2025, the patient was discharged to a rehabilitation facility that does not perform pd therapy. As a result, the patient was switched to back up hemodialysis. The nurse stated the patient was placed on hospice while in rehabilitation for failure to thrive. The patient subsequently expired (date unknown). The pd nurse confirmed the death did not occur during a dialysis treatment and was not related in any way to fresenius product. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique (patient not wearing a mask) during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.